Event description:
The customer reported receiving technical error 21. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. Technical error 21 (secondary ¿c/coulometer power supply board communication) triggers an alarm and stops the pump. The device was received for evaluation and service confirmed the customer reported technical error 21. A review of the device history log found additional errors. During further testing of the device service encountered error 28 (keyboard) which led to the replacement of the housing with keypad to resolve the error. After repair, the device was found to meet specification.